Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing amplitudes. Technical services (ts) reviewed noting the values were within normal limits and no presence of undersensing. This right ventricular (rv) lead is a non-(B)(6) lead. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).